Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: review of the black box data did not reveal any records of power on reset events. There were no unusual alarms observed in the alarm history. On examination, the battery compartment and cap were undamaged. The battery cap was able to fit securely and to maintain electrical connection. The pump powered ¿on¿ and displayed the verify screen per normal operation. The battery cap was fastened and then unscrewed ½ turn with no rebooting occurring. The pump was successfully primed and exercised for 24 hours with no power interruption occurring. The pump cover was removed for investigation. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm or duplicate the power complaint. The pump performed as intended without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power; the screen was blank and there were no audible tones or vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.